Event description:
The customer's mother called to report a blank display on the insulin pump. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube.